Event description:
It was reported that approx two months after implantation of a vena cava filter, CT and x-ray imaging demonstrated three detached filter limbs. One detached filter leg was identified in the ivc, one detached filter arm was identified external and medial to the ivc, and one detached filter arm was discovered in the right pulmonary artery. The filter was successfully removed; however, there was no attempt to remove the detached limbs. The pt is reported to be doing well.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The filter was returned and images were provided. The filter exhibited three broken limbs (2 legs and 1 arm) and these limbs were not returned with the device. No other anomalies were identified. Filter height could not be measured due to the missing limbs; however, the remaining filter measurements met the required specifications. Based upon the sample return and the image review, the complaint investigation is confirmed for filter limb detachment. Based upon the available info, the definitive root for this event is unk.